Event description:
It was reported that on an unknown date the hand piece for battery power drivers were found not working in sterile processing. The buttons do not function properly. There were no patient involvement. During manufacturer's investigation of the returned device it was identified that the contact plate was cracked, membrane vent was discolored, device run intermittent in forward and dose not run in reverse mode. Rust was present on motor, bearing space and nose cone. Debris on internal component. Scrapping housing due to patina damage. This report is for one (1) hand piece for battery powered driver. This is report 5 of 5 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. A product investigation was conducted. Service and repair evaluation: the customer reported that on an unknown date the bpd's found not working in sterile processing. The buttons do not function properly. The repair technician reported contact plate was cracked, membrane vent was discolored, device run intermittent in forward and dose not run in reverse mode. Rust was present on motor, bearing space and nose cone. Debris on internal component. Scrapping housing due to patina damage. The cause of the issue is improper maintenance. The item was repaired per the inspection sheet, passed synthes final inspection on 5-jun-2024 and will be returned to the customer upon completion of the service and repair process. The evaluation was not confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device history record (DHR) review conducted: part# 05.000.008 synthes lot # 004312 supplier lot# 004312 release to warehouse date: 04 aug 2011 supplier: triangle manufacturing no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.